Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the the customer's au5800 clinical chemistry analyzer. The fse replaced the buffer valve assembly to resolve the issue. Patient demographics and units of measurement were not provided by customer. (B)(6).

Event description:
The customer reported generating high patient results for na (sodium), k (potassium), and cl (chloride) from their au5800 chemistry analyzer. The erroneous patient results were reported out of the laboratory; however, there was no change to patient treatment in association with this event. The customer stated qc (quality control) recoveries were high on the day of the event.